Manufacturer narrative:
Checking the compliance of the returned device with the specifications is not practical. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. The results of tests performed on the device during the manufacturing comply with the specifications. Ligapass was implanted on a spine that was still growing. Instructions for use warn that "ligapass is a temporary implant for use in orthopedic surgery on skeletally mature patients." Conclusion: implant was used off label. Implants used in surgery included: b0106010, lot 12b0155, expiration date 01-2017. B0106010, lot 12e0134, expiration date 05-2017.

Event description:
The patient felt a "pop" in her back and upon x-ray exam, the surgeon noticed the rod pulling away. The band broke. A ligapass clamp had been used as a rib anchor on a rod construct implanted in a skeletally immature person.